Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two inpact admiral paclitaxel-eluting pta catheters were used in the left sfa and popliteal (l-1). Approximately 15 months post the index procedure, the patient suffered restenosis of the left popliteal and was treated with non medtronic pta in the l-1. Event is resolved. Investigator assessed the event was not related to device, procedure or drug.

Manufacturer narrative:
Cec adjudicated that the reported event was related to the device and not related to the procedure or drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.